Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, the customer reloaded the cartridge and resumed insulin delivery. Customer¿s blood glucose level was 105 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.